Event description:
In 2008, the lay user/ patient contacted lifescan (lfs) alleging that the onetouch ultra meter had an "error 2" issue. The complaint was classified based on the customer care advocate's (cca) documentation. The pt stated that the alleged issue began on that day in the morning. During that time, the pt reportedly obtained an "error 2 message" on the subject meter. On the same day at an unk time, after the reported issue, he reportedly experienced symptoms of "sweatiness and weakness." It is not known whether the pt obtained any readings on the subject meter during the issue and while experiencing the symptoms. The pt reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention for the diabetes. The pt was not tested on any other meter. During the troubleshooting, the cca noted that this was not a new product. The test strips were in good condition. It was noted that the pt's testing technique was incorrect. The reported issue was not resolved after retesting with a new vial of test strips. Replacement products were sent to the pt. This complaint is being reported because the alleged issue was not resolved with troubleshooting. The pt claimed that he developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.